Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in brazil, during a transcatheter aortic valve replacement (tavr) procedure using a 29 mm sapien 3 valve, resistance was encountered while advancing the delivery system through the anatomy due to an abdominal aneurysm and significant tortuosity of the abdominal aorta. The procedure continued successfully, and the valve was deployed without incident. During withdrawal of the delivery system through the esheath, resistance was noted. Upon removal of the esheath, the liner was observed to be completely delaminated and folded inward. The esheath was subsequently cut, and the liner was unfolded outward to confirm that no material was missing. The patient experienced no injury and was discharged three days post-procedure. Imagery evaluation: images revealed that the liner was circumferentially delaminated and folded inward toward the hub. The liner sustained damage and tearing during unfolding maneuvers performed on the back table. Due to image quality, confirmation of the presence of the c marker was not possible.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. Update to d9. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination, and visual inspection identified that the liner was fully delaminated along the entire length of the sheath. The c marker band was present at the distal tip. A liner tear was observed at 15.5 cm from the distal tip, along with one liner strand measuring approximately 1.5 cm in length originating at the same location. Additionally, the sheath shaft was noted to be kinked at the distal end of the strain relief, and scratches were observed along the sheath shaft. Dimensional testing was performed, and the liner thickness measurements were found to be within specification. Due to the returned condition of the device, including liner delamination, a liner tear, and the presence of a liner strand, no applicable functional testing was performed. The 3mensio imagery indicated that there was tortuosity, calcification, and an aneurysm present at the access vessels. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events of a torn liner and liner strand were confirmed based on evaluation of the returned device and provided imagery. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, "when the delivery system was being removed through esheath, it was noted some resistance during withdrawal but finally was removed through the esheath. It was inserted contrast to confirm that there was not any vascular injury. Then, when the esheath was removed, it was observed that the liner was completely delaminated and folded inwards. As per pre-decontamination evaluation, it was observed that the esheath presented a liner strand and a liner tear". It is possible that additional device manipulation to overcome the resistance felt during delivery system withdrawal resulted in damage to the sheath liner. Per 3mensio report, patient had presence of tortuosity, calcification and aneurysm in the access vessels. During delivery system withdrawal through a challenging pathway, the devices may not be coaxially aligned. This can lead to the delivery system flex tip or balloon catching on the liner, leading to the observed liner torn and liner strand. Excessive device manipulation applied to overcome the resistance can further damage the liner through continued interaction between the delivery system and sheath. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The reported event of liner delamination was confirmed based on the evaluation of the returned device and provided imagery. In addition, scratches along sheath shaft indicate presence of calcification. Non-coaxial alignment between the devices can also lead to delivery systems catching onto the sheath liner, especially if patient factors (such as calcification and/or tortuosity) are present near the sheath distal tip. The operator may apply device manipulation to overcome the reported withdrawal difficulties for delivery system investigation), which can further delaminate the liner as the delivery system is pulled through the sheath. In this case, available information suggested that patient factors (calcification, tortuosity, aneurysm) and/or procedural factors (device manipulation) likely contributed to the reported damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.